Manufacturer narrative:
Eval: device history reviewed. Results = device history review found the product met specs when released for distribution. Conclusion code= cause of event was due to host tissue and thrombus. Analysis: upon receipt at medtronic's quality laboratory, the non-coronary and left cusps were stiff due to host tissue on the outflow. The right cusp was slightly stiff, but flexible, except from the belly to the outflow margin of attachment, due to host tissue on the outflow. A remnant of pannus remained attached to the sewing ring on the inflow adjacent to the right non-coronary inferior coaptive area. Thick pink to red thrombotic host tissue filled and stiffened the non-coronary and left cusps on the outflow. Pink to red thrombotic appearing host tissue partially lined and stiffened the right cusp on the outflow. Radiography shows no evidence of mineralization in the valve. Conclusion: review of the device history records show that this valve met all mfg specs for product released to distribution. No issues were noted that would have impacted this event. Reduced performance of the valve was attributed to host tissue overgrowth and thrombus. These findings are generally considered a pt related condition.

Event description:
Medtronic received info that this bioprosthetic valve, implanted 12 days, was explanted due to stenosis, secondary to thrombus.